Event description:
The customer reported her blood glucose reached 489 mg/dl less than 2 days after the pod was activated. She noticed the cannula was kinked and it was out of her skin.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.